Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the customer¿s insulin pump that they received a low reservoir and no reservoir alarms on the insulin pump. The customer¿s blood glucose was 510 mg/dl. They declined troubleshooting. Due to the customer's request the device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No problem found on device during test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.